Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with moisture on the keypad traces. No button error alarm noted and all of the buttons functioned properly. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked case at the display window corner.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 162 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.